Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 weeks ago from date manufacturer was made aware.

Event description:
It was reported that the patient experienced discomfort at the ipg site. The patient was prescribed with topical cream.